Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that a ventilator upper display screen did not work properly, it had a mark and one line of information was not visible. There was no patient involvement.